Event description:
Reported due to occlusion requiring surgery. The physician performed closure of an arteriotomy site with the perclose a-t (close ak) device following a diagnostic procedure. Fluoroscopy was performed prior to the procedure, but the size and condition of the vessel is unknown. Reportedly, the device performed "without issues", but the pt had a "cold leg" following the procedure. An angiogram was performed, and it was noted that the pt was taken to surgery and blood flow was re-established. The cause of the occlusion and the actual surgical procedure are both unknown. The pt's hospitalization was prolonged as a result of the incident. The current condition of the pt is unknown.